Event description:
It was reported that the patient presented to the emergency department with shortness of breath. It was found that there was high atrial and right ventricular (rv) threshold measurements. It was noted that the thresholds appear to have been chronically high since (B)(6) 2016. Additionally, it was noted that there was one possible undersensed small r-wave on the current egm (electromyography). The atrial lead and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.